Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. Based on the information provided, the risk assessment for the lucia 3-piece product, and our experience, we have determined that the following factors may have caused or contributed to the reported issue: improper handling or surgical technique: the breaking of the haptic may have been caused by improper handling during the lens loading process or during preparation for implantation. If the haptic is not aligned properly within the injector or if excessive force is applied during loading, it could result in the bending of the haptic. Injector malfunction or misalignment: a malfunction or misalignment within the injector could have contributed to the bending of the haptic during the loading process. It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label.

Event description:
Haptic broke in patient's eye. Yamane technique was utilized. Lens was explanted and replaced with new zeiss lens in the same surgery.